Event description:
It was reported that seven days following a pta / stenting treatment procedure, the physician noted that the aneurysm he had previously treated with a 10 fr wallgraft 9 x 30 covered metallic stent was still leaking. The reference vessel diameter was 7.6 mm. The physician had previously placed the wallgraft to cover an aneurysm of the left subclavian artery. The stent was postdilated and the physician confirmed that the wallgraft was correctly positioned and well apposed. During post-placement angiogram three days later, persistent opacification of the aneurysm was noted. Seven days after placement of the stent-graft, during a follow-up angiogram, the feeding artery of the aneurysm remained patent and a new aneurysm had developed on the opposite side of the wallgraft. The physician questioned the function of the wallgraft as contrast was able to pass through the wallgraft to the aneurysms. The pt was discharged from the hosp approx two weeks post-procedure in 2005.

Event description:
It was further reported by the physician that this was a case of neurofibromatosis type I, nf1. The pt had suffered from severe left shoulder pain and weakness of the left hand. Angiography revealed a dissecting pseudoaneurysm and av shunting of the left proximal vertebral artery. Co put a stent-graft into the left subclavian artery in order to cover the orifice of the vertebral artery as well as the aneurysm. However, co found type I endoleaks occurred. Co tried to use a large balloon (10 mm) for further expandison of the stent-graft, but the endoleaks persisted. The pt was then returned to the ward under stable condition. The pt's symptoms improved gradually with a return to normal life.